Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors on the rv lead were observed via x-ray. No electrical anomalies were observed. The device was explanted and replaced since the physician felt that the device was related to the lead problem. The patient received no adverse consequence.